Event description:
It was reported that the customer changed the infusion set and, afterwards, was unable to rewind his insulin pump. The customer stated that there was a closed circle on the screen and that the screen stated failed battery alarm. The customer's blood glucose was 190 mg/dl. Troubleshooting was done. The customer received another failed battery test alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.